Manufacturer narrative:
Analysis summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the impedance trend of the right ventricular pacing lead was variable. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. This device was reported as included in the field action. Based on the information received and without the return of the product, it cannot be confirmed that this device performed as described in the field action. It is included in the field action in the abundance of caution. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited intermittent low pacing impedance. Rv lead noise was noted during clinical observation and in some stored episodes and an elevated sensing integrity counter (sic) was also indicated. The physician chose to continue monitoring the lead and re-evaluate at a future unrelated device general changeout procedure. The rv lead remains in u se. No patient complications have been reported as a result of this event.